Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the nursing staff was questioning the nibp readings and was requesting an onsite investigation. The device was in clinical use at time of event, no adverse event was reported.